Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for an unspecified number of patient samples tested for multiple assays on a cobas 8000 e 801 module (e801), a cobas 8000 e 602 module (e602), and a cobas 8000 c 502 module (c502). The customer provided data for a total of 22 patient samples. Of these, 18 had erroneous results for the following assays: elecsys hcg + beta test system (hcgb), elecsys tsh assay (tsh), elecsys ft3 iii (ft3), elecsys insulin (ins), elecsys ft4 ii assay (ft4), roche diagnostics cobas elecsys anti-tpo (atpo), albt2 tina-quant albumin gen.2 (albu), and rf-ii rheumatoid factors ii (rf). Please refer to the medwatches with the following a1. Patient identifiers for information related to each affected analyzer: (B)(4). Refer to the attachment for all patient data. No erroneous results were reported outside of the laboratory for the first sample. For samples 2 - 18, it was asked, but it is not known if any erroneous results were reported outside of the laboratory. It was asked, but is it not known if data from samples 5 - 18 were from the same sample, different samples from the same patients, or different samples from different patients. Unless otherwise listed, the units of measure were not provided. No adverse events were alleged to have occurred with the patients. The lot number of the tsh assay was 283556. The reagent expiration date was asked for, but not provided. The lot number of the ft3 assay was 277939. The reagent expiration date was asked for, but not provided. The lot number of the ins assay was 269702. The reagent expiration date was asked for, but not provided. The lot number of the ft4 assay was 303203. The reagent expiration date was asked for, but not provided. The lot number of the atpo assay was 295223. The reagent expiration date was asked for, but not provided. The lot numbers and expiration dates of the hcgb, albu, and rf assays were asked for, but not provided.

Manufacturer narrative:
The field application specialist visited the site and determined that the cobas p 512 pre-analytics system was creating bubbles in the closed sample tubes prior to testing on the affected analyzers.

Manufacturer narrative:
Investigations have determined the issue to be caused by poor maintenance of the analyzers and improper handling of reagents and patient samples.